Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code after battery died. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump back in, pump returned to normal, malfunction did not recur, and technical support advised customer to continue using pump, to call back if malfunction code recurred, and provided additional information link, which caller understood.